Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported leakage in the machine caused by the expiratory flow sensor diaphragm stuck to top of housing. Tidal volume is not being achieved resulting in the loss of mechanical ventilation. There was no report of patient involvement.